Event description:
During a gallblader procedure, the device didn't work. There was an instrument error. Surgeon completed the procedure with a like device without difficulty. There was no report pt consequenece.